Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual/microscopic inspection: an attempt had been made to shape the guidewire tip. The guidewire ptfe coating was noted to be peeling in multiple areas to 150cm from the proximal end. The guidewire was returned broken in 4 segments. Functional inspection: a functional test could not be confirmed as the device was damaged. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The device was returned broken in multiple segments. It is probable that excessive torque was applied and the device fractured during manipulation of device on removal from the microcatheter. An assignable cause of procedural factors will be assigned to the reported 'guidewire broken/fractured during use¿, ¿guidewire friction¿ and 'guidewire does not have smooth movement¿ and analyzed defects ¿guidewire distal tip broken/fractured during use' and 'guidewire ptfe coating peeling' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a thrombectomy procedure, a microcatheter was delivered to the target lesion, thereafter the subject guidewire was advanced through the microcatheter. During the procedure while advancing the subject guidewire through the microcatheter, the physician felt hard to manipulate the subject guidewire hence, the physician added some force to make it torque. The subject guidewire along with the microcatheter were retracted out of the patient's anatomy, and the subject guidewire was found to be fractured into two pieces. When the operator flushed the microcatheter two more pieces of fractured subject guidewire were flushed out. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a thrombectomy procedure, a microcatheter was delivered to the target lesion, thereafter the subject guidewire was advanced through the microcatheter. During the procedure while advancing the subject guidewire through the microcatheter, the physician felt hard to manipulate the subject guidewire hence, the physician added some force to make it torque. The subject guidewire along with the microcatheter were retracted out of the patient's anatomy, and the subject guidewire was found to be fractured into two pieces. When the operator flushed the microcatheter two more pieces of fractured subject guidewire were flushed out. The subject guidewire was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.